Manufacturer narrative:
The device escape button and up arrow button did not respond due to corroded keypad traces. Unable to perform displacement, rewind, basic occlusion, occlusion, prime test and excessive no delivery test due to no button response. No moisture damage on electronics noted. The insulin pump was received with minor scratched display window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 250 mg/dl. Troubleshooting was not performed. Customer checked his blood glucose while on the call and it was 258 mg/dl stated he would treat manually. The device was returned for analysis.